Manufacturer narrative:
(B) (4).

Event description:
It was reported that in the summer of 2008, the patient had a procedure done at the direction of a cardiologist. It was unknown what the procedure was called, but the patient did drink a contrast/dye solution. That patient also underwent an MRI. The patient noted she had asked the nurse and tech to call the manufacturer guidelines. The patient was told that it wasn't a big deal, and it was just like a pacemaker. During the procedure, the patient told the nurse the mr was interfering with the device and needed to be turned off. The nurse told the patient was almost done. The patient used the patient programmer which showed the device was still on. The patient also noted a problem with recharge. A 2-3 days post-cardiac procedure, the patient noted a "call doctor" icon and then it went back the charging screen. The patient was able to get the device to charge, and noted it took about five hours. From that point on it would take 6-8 hours to charge and after an hour or so of stimulation the battery would deplete and need to be charged again. It was also noted that the patient had to replace the batteries in the patient programmer more frequently since the cardiac procedure. Coupling and communication issues were also noted. Since the procedure the coupling boxes would be gone even if the patient didn't move. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.